Event description:
The customer reported to baxter (B)(4) that after the go-live for the clearlink conversion that the customer experienced air in the tubing line during infusion for about a month. The customer specifically said that it lasted for approximately one month and has since been resolved without any actions. The process step is unknown. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. The device used in this situation is unknown; therefore, a us 510k number cannot be provided.